Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative relinquished the transmitter with the g5 application and advised patient's mother to use the smart device's bluetooth settings to forget the previous transmitter, uninstall g5 application, reset smart device, reinstall the g5 application, and re-pair the devices, which was unsuccessful. No additional patient or event information is available.